Manufacturer narrative:
Investigation into this complaint included a customer data review, retain/file sample review, a quality data review, and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. The runs were valid. There is no indication that the alinity m system (list 08n53-002) serial number 00160 is performing outside of established design performance specifications based on the elements reviewed in this section. Retain/file sample review: file sample testing was performed. All sample types tested generated correct results (negative samples/controls were not detected, and positive samples/controls generated expected calls). A product deficiency could not be identified by the file sample evaluation. The assay reagents performed as expected and met the assay specification requirements without any error/message codes or performance related flags on the run controls. All replicates passed with no error codes presented. Quality data review: device history record / batch record review: review of the certificate of compliance did not identify any issues which could result in the reported complaint. CAPA / non-conformance review: a CAPA lot search was performed to identify any existing internal quality records which could result in the reported complaint during production or internal use. No existing internal quality records related to the reported complaint were identified as a result of this review for the reported lot. Complaint history review: a complaint review was performed to identify any similar complaints to the ticket being investigated. Complaint trending was performed and did not identify a trend violation. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the aalinity m system (list 08n53-002) serial number 00160 was not identified.

Event description:
The customer reported 1 false negative result while using the alinity m high risk (hr) hpv assay on the alinity m system. Sample ID (sid) (B)(6)was tested on 29-feb-2024 and the result was "not detected". The sample showed an unusual amplification curve for the "other b" target which was the reason for the retest. The sample was retested the same day and the result was hpv detected; other b. Field application specialist (fas) downloaded the results logs. The sample sid (B)(6)was first tested on 29-feb-2024 with result "not detected". Visual curve inspection shows presence of "other b" target that exhibits non-sigmoidal behavior. The sample was re-tested the same day with result "other b" detected. The customer provided information that each test was performed from a sample that was freshly aliquoted from the same master sample. The customer provided information that the result for sample sid (B)(6)was released from the laboratory on 1-mar-2024 as positive for "other b". There was no report of impact to patient management.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved. The following additional MDR has also been submitted with the following suspect product: 3005248192-2024-00058, with suspect product alinity m hr hpv amp kit list number 09n15-090 lot number 392654.